Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volumetric accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The device was received for evaluation. An external/internal inspection was performed with no issues noted. The device passed electrical testing and temperature testing. The pneumatic system was tested with no issues. The device failed functional testing by failing the volumetric testing. A test piston foam was installed and the device was able to pass a simulated therapy. Inspection of the door assembly found an insufficient amount of copper mesh and the piston foam to be deteriorated. The cause of the failed test was determined to be insufficient copper mesh and deteriorated piston foam. The piston foam and door piston were scrapped and the device was sent for servicing. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.